Manufacturer narrative:
(B)(4). Investigation completed and test strips evaluated with no issue on returned test strip;test strip did pass the performance testing. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls to ensure the new product resolved initial concern and for knowing customer condition; customer stated is satisfied with the new product blood glucose readings; customer did not need medical attention.

Event description:
Customer complains of high results. Customer states that she feels sweaty, shaky, confused but does not require medical attention. The customer's expected blood result is 32-200mg/dl fasting. Verified the strips expire 9/30/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 172mg/dl and 176mg/dl fasting. Reviewed meter memory: (B)(6). Customer states that the results she is obtaining does not reflect how she feels. Customer feels meter is reading higher than she feels. Customer states she has recently been put on a new medication (glipizide) and her blood sugar had recently gone down significantly. Medication is taken 5mg, two times a day. Customer was unsure of her expected ranges as she states with the new medication she has gone down to 32mg/dl and prior to the medication as high as 300mg/dl. Customer mentioned she is a brest cancer survivor and informed me that her treatment only included radiation and not chemotherapy and that she is in full remission at this time and takes no medications pertaining to cancer treatment.